Event description:
It was reported to philips that during endovascular treatment of a cerebral aneurysm, when using roadmap navigation, image skipping occurred. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing.